Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited a low out of range pacing impedance measurement. All other diagnostics were stable. The out of range measurement could not be recreated and there was no evidence of noise with troubleshooting. The patient is not pacer dependent. The system will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited a low out of range pacing impedance measurement. All other diagnostics were stable. The out of range measurement could not be recreated and there was no evidence of noise with troubleshooting. The patient is not pacer dependent. The system will continue to be monitored. No adverse patient effects were reported. Additional information was received indicating another low out of range pacing impedance measurement was observed. Some episodes of oversensed noise were also observed. The patient paces less than one percent, there was no asystole as a result of the oversensing. The noise and low impedance measurements were unable to be recreated in clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Records indicate this system remains in service. Programming back to bipolar configuration with lead safety switch on was being considered. This investigation will be updated should further information be provided.